Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported that he's currently hospitalized because he was diagnosed with methicillin-resistant staphylococcus aureus(mrsa). The hospitalization happened on (B)(6) 2025. According to the user, he needs to get a procedure done to find the source of the illness and the hospital will not perform it since he has the sensor inserted. The event is not related to the eversense system, but user needs to have the sensor removed in order to have the procedure done. The user was unwilling to provide more details about the treatment, medication during the hospitalization. As per dms, user hasn't used the system since (B)(6) 2024.

Manufacturer narrative:
The user reported that he's currently hospitalized because he was diagnosed with methicillin-resistant staphylococcus aureus(mrsa). The hospitalization happened on (B)(6) 2025. According to the user, he needs to get a procedure done to find the source of the illness and the hospital will not perform it since he has the sensor inserted.the event is not related to the eversense system, but user needs to have the sensor removed in order to have the procedure done.the user was unwilling to provide more details about the treatment, medication during the hospitalization.as per dms, user hasn't used the system since (B)(6) 2024.